Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, abnormal atrial and ventricular lead impedances above 3000 ohms were observed. The measurements were re-checked, however they remained abnormal. During the sensing tests performed in both bipolar and unipolar configuration, no signals were detected. It was not possible to measure the leads impedances in both bipolar and unipolar configuration as pacing was not possible. The ECG showed av block and the patient's spontaneous rhythm was 50 bpm. The physician suspected that the leads were completely disconnected. On (B)(6) 2020, a re-intervention was performed to remove the leads. The atrial lead was checked and no anomaly was observed (no noise was observed, sensing was 6.0 mv and impedance was around 0.75 v/ 500 ohms). The two leads were re-connected to the subject pacemaker, however no pacing was observed. The leads were then connected to another pacemaker and pacing was observed in ddd mode.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a hardware failure at the level of the protection chip.

Event description:
Reportedly, during a follow-up performed on (B)(6)2020 , abnormal atrial and ventricular lead impedances above 3000 ohms were observed. The measurements were re-checked, however they remained abnormal. During the sensing tests performed in both bipolar and unipolar configuration, no signals were detected. It was not possible to measure the leads impedances in both bipolar and unipolar configuration as pacing was not possible. The ECG showed av block and the patient's spontaneous rhythm was 50 bpm. The physician suspected that the leads were completely disconnected. On (B)(6)2020 , a re-intervention was performed to remove the leads. The atrial lead was checked and no anomaly was observed (no noise was observed, sensing was 6.0 mv and impedance was around 0.75 v/ 500 ohms). The two leads were re-connected to the subject pacemaker, however no pacing was observed. The leads were then connected to another pacemaker and pacing was observed in ddd mode.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, abnormal atrial and ventricular lead impedances above 3000 ohms were observed. The measurements were re-checked, however they remained abnormal. During the sensing tests performed in both bipolar and unipolar configuration, no signals were detected. It was not possible to measure the leads impedances in both bipolar and unipolar configuration as pacing was not possible. The ECG showed av block and the patient's spontaneous rhythm was 50 bpm. The physician suspected that the leads were completely disconnected. On (B)(6) 2020, a re-intervention was performed to remove the leads. The atrial lead was checked and no anomaly was observed (no noise was observed, sensing was 6.0 mv and impedance was around 0.75 v/ 500 ohms). The two leads were re-connected to the subject pacemaker, however no pacing was observed. The leads were then connected to another pacemaker and pacing was observed in ddd mode.